Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced high purge pressure and purge system blocked alarms. Tissue plasminogen activator was administered. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
No product was returned for investigation. The cause of the high purge pressure was a purge tubing kink but the location is unknown since product was not returned. The device passed all post-sterile inspection checks.